Event description:
A report was received that stated when the nurse attempted to engage the safety device between her thumb and forefinger a needlestick took place. It is unknown whether the needle had been used on a patient prior to the needlestick. No incident related medical sequel reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.